Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Patient was doing very well postoperatively. The surgery center kept the explanted ipg.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Patient was doing very well postoperatively. The surgery center kept the explanted ipg.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago prior to the date the manufacturer became aware.